Manufacturer narrative:
The alleged faulty main printed circuit board assembly (pcba) was received on (B)(6) 2015 and was routed to the failure analysis lab for evaluation. Failure analysis evaluated the device, and found that the events log had multiple pt802 exhalation differential xdcr faults which indicated that the transducer (xdcr) was drifting and was not functioning normally. The reported event was duplicated. Finding/root cause: defective main pcba. Its turbine differential transducer would not calibrate, and its exhalation differential transducer was drifting. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Event description:
The foreign distributor in (B)(6) reported that while on a pt the device gave a visual and audible transducer fault alarm. No pt harm, pt was transferred to a replacement ventilator.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined that the reported event was caused by a malfunctioning main board. The foreign distributor was shipped a replacement main board kit to repair the device and return it to svc. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for eval. As of 07/02/2015, the alleged faulty main board has not been received. Carefusion has requested add'l info from the foreign distributor concerning the reported event and the condition of the pt. As of 07/02/2015, the distributor has not been able to provide add'l info.